Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed failed battery and power error. The customer¿s blood glucose level was running high 200s to low 300s mg/dl. The customer was treated with insulin pump. The customer was assisted with troubleshooting and it did not resolve the issue. The customer was advised to replace battery. The insulin pump will be returned for analysis.